Event description:
A report that a patient underwent a pocket revision to discomfort while charging the ipg was received. The physician relocated the patient's pocket site to a more comfortable location. The patient is reportedly doing well following the procedure.